Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer representative regarding the patient. It was reported that the manufacturer representative measured the impedances and all were over 10 ,000 ohms. They took x-rays and they looked normal. The patient had a revision performed on (B)(6) 2017. The patient wasn¿t sure if the device was taken out or left in, but he knew that it wasn¿t replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient's stimulation stopped working about 7 weeks ago and they waited 5 weeks to have surgery done to repair it. The patient did not know how the repair was done or what was wrong with it. The patient stated they went through 5 weeks with a lot of pain. They did not have any falls or accidents. The patient stated a rep told the patient to see their healthcare provider (hcp) because none of the circuits were working and the hcp operated on them to determine what the problem was. The patient guessed something was disconnected. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-sep-19. The patient called to report that they had surgery 6 weeks ago to repair or replace their implantable neurostimulator (ins). The patient mentioned that it has not worked right and the pulse moved from the back and their legs but not into their stomach. The patient mentioned that they were supposed to meet with their manufacture representative (rep)but they were unable to reach them. Patient services sent an email to the rep for the patient. Additional information was received from the rep on 2017-sep-19. The rep stated that the patient refused to meet with the clinical specialist last week. They went bizerk in the pain clinic last week because they would not give the patient any more pain pills. The rep stated that the patient is a very angry man and a liar. The rep¿s voicemail was not full noting that they cannot take calls in the ope rating room. The rep would call the patient back but the rep wanted it documented that the patient is not a compliant patient. The last time the rep saw the patient was in the middle of august and the patient showed up with no patient programmer and a dead ins. The patient gave the staff a very difficult time and has other issues like mixing pain medication with alcohol. The rep stated that the clinical specialist is scared of the patient and won¿t see them. The rep would keep the manufacturer posted on the difficult situation. Additional information was received from a patient on 2017-sep-19. The patient stated that they have not heard from the rep yet so it was reviewed with the patient that the rep would reach out when they were available. Additional information was received from a patient and the healthcare professional (hcp) on 2017-sep-20. They were requesting programming assistance. The callers claimed that the reps were not calling the patient back to address the stimulation issue. The patient said that they have coverage for their legs, ribs, and back, but need coverage for their stomach. Technical services sent an email to local reps in the area. Additional information was received from a rep on 2017-sep-20. The rep stated that they were in the office last week with the patient but the patient refused to see that rep so they would have to wait until a different rep has time. The rep noted that the patient was hostile towards them and the staff. A different rep had to reschedule with the patient earlier this week due to a commitment. They are now going to be out of town for a few days for product training. The other rep would schedule a time to meet with the patient when they are able to. The rep noted that the practice manager at the neurosurgery office is aware of the situation and refusal to meet with them when they were there. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-sep-19 , (B)(4) additional information received: the patient saw a representative on (B)(6) 2017 and they fixed it so the stimulation was working in their stomach but when they left to go to maine it was no longer working in his stomach. Troubleshooting was performed: the patient increased the amplitude on group a and felt stimulation in their ribs on their right hand side and under their arm pit. They had never felt stimulation in that area before. The patient only had group a so there was no other troubleshooting they could perform. The caller was directed to follow up with their healthcare provider for reprogramming and to have their device checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017 which indicated that they spoke to their manufacture representative (rep) on (B)(6) 2017 regarding their issues. The patient stated that their stimulator stopped working about five days ago. They met with their rep on tuesday who stated two of the circuits weren¿t working so they did some changing around. When the patient got home they could not turn off their stimulation. The lightning bolt was off but they could still feel the stimulation. That lasted five hours. They called their rep who told them to do various things but nothing worked. The patient called patient services but nothing worked. They took a sleeping pill that night so they could fall asleep and sometime during the night the stimulation turned off. Wednesday morning it took a while for the stimulation to turn on. The lightning bolt was on but they were not feeling stimulation. They ran the stimulation all the way to the top but it would not turn on. 15 minutes later it turned on but there was not enough stimulation. Yesterday evening at 6 or 7 pm they turned it off but it would not turn off. At 12:50am they took a sleeping pill and fell asleep with it still running but sometime during the night it shut off. That morning they turned the stimulation on, there was the lightning bolt, and it was at 9.6 volts but there was no stimulation; they couldn¿t feel a thing. Their rep was supposed to call them back on (B)(6) 2017 but they haven¿t gotten a call from them or from their healthcare professional (hcp). An email was sent to the rep. Additional information was received from the rep on (B)(6) 2017. The rep stated that they spoke with the patient yesterday and told them that they would get a time and a date from the hcp for a reprogramming session and call them back. The rep noted that the patient was extremely rude. The rep called back stating that they would be meeting the patient at 10:30am tomorrow morning. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the therapy was turning on by itself. The patient programmer showed the device was turned off, but stimulation was turning itself on when it should be off. The ins recharger (insr) also confirmed the ins was turned off. The stimulation was on when the patient wanted it off for sleeping. The stimulation change was reported as being sudden. No further complications were reported.